Event description:
Reporter indicated that the patient recently had 5 seizures, and the patient's primary care physician recommended that she go to the ER for treatment. All attempts for further information from the patient's treating neurologist have been unsuccessful to date, thus the relationship between the seizure activity and vns therapy cannot be determined.